Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Cinefluoroscopy revealed a short segment of externalized cables near the heel of the lead in the lower right atrium. Lead was functioning appropriately. Patient was stable throughout event and would be monitored.